Event description:
The customer reported that when the nurse entered the pt's room, pt noticed that the bedside monitor was switched off and that the pt had expired. An alarm did not occur at the central station.